Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73e1800026 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while ligating prostatic pedicles the jaws of the device scissored causing several mis-fired clips. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. At this time, it was observed that the jaws are misaligned. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load and was unable to latch onto the bottom jaw. This was repeated with the same result for the second and third clips. After the third clip was fired, it was observed that there was no clip in the next position. The device was disassembled in order to inspect the internal components. Upon disassembly, it was found that the yoke was broken at the pin position. It was also found that the bottom jaw was bent. No other damages were observed. Only the indicator clip remained in the channel. The device was returned with 3 clips remaining indicating that 12 clips were fired by the end user. The damage to the bottom jaw prevented the clips from properly loading since the jaws were misaligned. However, it could not be determined what caused the jaw to bend. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit misfired" was confirmed based upon the sample received. Upon functional inspection, it was found that the bottom jaw was bent which caused the jaws to be misaligned and prevented the clips from properly loading. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that while ligating prostatic pedicles the jaws of the device scissored causing several mis-fired clips. There was no patient injury.